Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the deformed 30-25mm amplatzer talisman patent foramen ovale (pfo) occlude was never released from the delivery cable during deployment. There were no adverse patient effects reported.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the right atrial disc of the occluder exhibited a deformation while being deployed. There were multiples attempts made to partially recapture and deploy the occluder, but the deformation persisted. The decision was made to remove the occluder and try to reconfigure it to it's proper shape but it was unsuccessful. The 30-25mm amplatzer talisman was then replaced with another one of the same size to complete the procedure. There were no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.